Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4) the provider states the consumer alleged the part that holds the wheel together broke off. Dealer states the fork is bent.